Event description:
The user facility reported that during a diagnostic colonoscopy, body fluids were noted to be backing up into the tubing toward the flushing pump. The pump and tubing was said to have been used with three different cases on the date of the event. There were no reports of patient injuries or of cross-contamination.

Manufacturer narrative:
Further investigation into this report determined that the users incorrectly connected the endoscope, ofp filter and connecting tubings to the flushing pump. The users were said to have attached the connector from an olympus washing tube to auxilliary water tube. The auxilliary water tube was connected to the ofp filter. Olympus was also informed the users were not reprocessing the tubings and filter in accordance with the directions for use. An olympus endoscope support specialist has visited the user facility and provided in-service training regarding the correct assembly and disinfection of the equipment. The user facility has stated that the device did not malfunction, and has declined to return the unit for evaluation. This report is being submitted as a medical device report in an abundance of caution.